Manufacturer narrative:
One opened 31g x 8mm pen needle sample was returned from lot. No. 8227657, cat. No. 325105. Functional testing was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle could not be screwed onto the pen during use. The following information was provided by the initial reporter, translated from german to english: "needles can not be screwed correctly on the pen."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle could not be screwed onto the pen during use. The following information was provided by the initial reporter, translated from german to english: "needles can not be screwed correctly on the pen".